Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 144 mg/dl. The customer stated that the device may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on the keypad traces. No unexpected display anomaly during testing. All buttons functioned properly. No button error alarms during testing. Insulin pump received with cracked case on the lcd window corners, minor scratches on lcd, window, broken battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window and cracks on the reservoir tube.